Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient was in ventricular fibrillation (vf) and received several shocks and multiple rounds of anti-tachycardia pacing for treatment. The patient remains in ventricular tachycardia (vt) after the treatment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Furthermore, the patient's device was explanted and replaced.